Event description:
A nurse alleged that the brakes at the head end of the stretcher would not hold. The nurse stated there were no injuries involved in this event.

Manufacturer narrative:
The brakes not holding/working could lead to unintentional movement of the stretcher which has the potential to cause serious injury. The technician replaced the break/steer assembly in order to resolve the problem.